Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofiberscope was reprocessed using an endoscope reprocessor that had diluted detergent. There was no cleaning brush in the endoscopy room so brushing may have not been sufficient. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: improper reprocessing. There is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.